Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One event was reported for this quarter. One device was received for evaluation. The reported event was not confirmed for one device; the device was found to be within specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes one malfunction event in which the device had an unspecified malfunction. There was patient involvement; the patient received a small cut. Attempts were made to get additional information about the event, but no additional information was received.